Event description:
Bilateral implant exchange on 9/16/98. Magnetic resonance imaging, sonogram, and mammograms in 7/98 showed rupture of right implant. Upon entering breast pocket, both left and right implants were found to be ruptured.